Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose level. Customer¿s blood glucose level was 545 mg/dl at the time of incident and current blood glucose value was 515 mg/dl and other blood glucose value was 539 mg/dl. The customer was dispatched from emergency room service and then admitted in hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.